Event description:
It was reported that during insertion, the customer observed blood return in the intra-aortic balloon (iab). Suspecting damage to the iab, the customer removed it together with the guidewire. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. No blood was visible inside the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and two leaks were detected on the membrane at the same location approximately 23.1cm from the rear seal and measuring 0.318cm in length. The reported problem was most likely triggered by leaks which was found on the membrane. The penetrations appear to have been caused by a sharp object. The penetrations were located at the same location on opposite sides which is an indication the balloon was folded and most likely occurred during iab insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint #(B)(4).

Event description:
N/a.